Event description:
The customer states that they observed a cloud of smoke and a burning smell coming from the axsym analyzer. There was no report of damage to the surrounding environment and no injuries were reported related to this issue.

Manufacturer narrative:
(B)(4). The evaluation of the issue consisted of a review of customer complaints, current axsym labeling, and the information provided including the complaint text. The abbott axsym system operations manual contains adequate information on the axsym analyzer potential hazards, operational precautions and limitations. Abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against electrical shock or burn, excessive temperature, and spread of fire from the equipment. Complaint information notes a field service representative (fsr) replaced the axsym power supply. A service history review found no additional complaints have been initiated on axsym serial number (B)(4), since the fsr serviced the analyzer and replaced the power supply. No adverse trend was identified due to the issue evaluated. Based on the available information and this evaluation, no deficiency was identified for the axsym plus analyzer list number 07a83-85 or the power supply for the issue under evaluation. This is the final report.